Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that a leak from the forceps channel may have prevented proper reprocessing and removal of the foreign object. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic system." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (blurry image) was not confirmed. Additional evaluation findings were as follows: the nozzle was clogged with an unknown foreign material, due to a pinhole on the channel tube, there was water leakage, due to clogging of the nozzle, the water removal ability did not meet the standard value, since the suction cylinder was shaved, the suction volume did not meet the standard value, the objective lens had a chip, and due to damage on the objective lens, a foggy image occurred. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an evis lucera gastrointestinal videoscope, the image was unclear when the device was in the patient¿s body. The event occurred during the diagnostic procedure (gastroscopy) and completed with the same device. There was no procedural delay, or no patient harm associated with the event.